Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump suddenly stops and restarts again; the anomaly occurs at different moments. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer stated that the device prompts them to rewind again. The battery was full when the anomaly occurred. Troubleshooting could not be completed as the insulin pump user was at school with the device. No products were returned or replaced.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected locking up during operation, restarting, pump error 15 or pump error 4 alarms during testing. However, the pump error 15 and pump error 4 alarms were found in the formatted history file due to the software errors. The pump was received with a scratched case, a fading serial number label, and pillowing keypad overlay.